Event description:
A literature article described a prospective single-center study of patients with aortoiliac occlusive disease (aiod) that underwent robotic-assisted laparoscopic (ral) revascularization procedures. The study was conducted from february 2014 to february 2019 and included 70 patients. The aim of the study was to assess the surgeon learning curve and the feasibility, safety, and midterm outcomes. One adverse event was reported in the robotic cohort, a 68-year-old with a history of 100 pack-years of tobacco use, copd, aortoiliac lesions classified as trans-atlantic inter-society consensus document on management of peripheral artery disease (tasc) d, and fontaine stage IV peripheral artery disease (pad) with dorsal necrosis of the right foot and vare extensor tendons. Following an abf and right femoropopliteal bypass, the patient experienced occlusion of the left graft limb within hours post-surgery, necessitating a thrombectomy and a left femoropopliteal bypass. On the fifth day, a transtibial amputation was performed to address sepsis stemming from pre-existing distal necrosis. On day 9, the patient developed mesenteric and colonic ischemia with acute occlusion of the superior mesenteric artery, which was treated with stenting and a recto-colic resection. Additional interventions included a pedicled sartorial flap surgery and debridement of a sacral pressure ulcer. There were no specific da vinci device malfunctions reported, nor did the authors suggest that isi products caused or contributed to any adverse event.

Manufacturer narrative:
No specific information regarding the procedure site or date was provided; therefore, no da vinci system or accessories log files or device history record are available. Sutter w, alsac jm, ben abdallah I, michel c, julia p, empana jp, el batti s. Treatment of aortoiliac occlusive lesions by aortic robotic surgery: learning curve and midterm outcome. Ann vasc surg. 2024 jul;104:258-267. Doi: 10.1016/j.avsg.2024.02.018. Epub 2024 apr 7. Pmid: 38593921.